Manufacturer narrative:
Product event summary the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted due to the patient required a heart transplant. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.